Event description:
It was reported to philips that the system could not start up normally. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) visited the site and confirmed that the system could not start up. The fse found that the host-pc was malfunctioning. The fse solved the issue by replacing the faulty host-pc and re-installed the software. The returned part has been analyzed and concluded that there was no failure found, however: the cmos battery was missing. After the replacement of the host-pc, reloading the software and performing functional tests, the system was returned to use in good working order. The codes were updated based on the investigation outcome.